Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture (left); baker grade: 3."

Event description:
Reported via (B)(6) capsular contracture (left); baker grade:3. The device has been explanted.